Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Additional information provided: patient had umbilical hernia repair (B)(6) 2024 and had a reaction across her abdomen. Dermabond removed, steroids and antibiotics given. Patient says that last week, she now has reaction on her eyelids and asks if it's possibly related to dermabond from december. Patient saw eye doc and he told her it's not related and put her on eye drops. Sds sheet sent per request. It was reported by the patient that patient had allergic reaction to dermabond advance. Also, she had reaction to her eyes which started on (B)(6) 2025. Allergist said it was not environmental but chemical. Procedure date: (B)(6) 2024, event date: 1/12/2025. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, if yes, please provide contact information for the surgeon. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an umbilical hernia repair (B)(6) 2024 and topical skin adhesive was used. Patient ad a reaction across her abdomen. Removed adhesive, steroids and antibiotics given. Patient says that last week, she now has reaction on her eyelids and asks if it's possibly related to adhesive from (B)(6). Patient saw eye doc and he told her it's not related and put her on eye drops. Additional information has been requested.